Manufacturer narrative:
Investigation summary: product analysis of the returned device was unable to confirm the reported event related to cylinder has fluid leak but confirmed a pump malfunction. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon return the device was thoroughly inspected. Visual analysis of the cylinders found a leak in cylinder 1 at the rear tip at the bonding fabric junction. Based on the microscopic inspection of the edges of this hole, it was concluded to be attributed to sharp instrument damage. The cylinder was not pressure tested due to this leak. Cylinder 2 performed within specification. The pump was visually inspected and revealed that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb activation test; therefore required more than 8lbs of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) after hearing a "pop" during its use. Troubleshooting steps were taken to try to inflate the device to no avail. A surgical procedure was performed in which the existing cylinders were removed and replaced with new components. During the procedure, fluid loss was noted at the base of the cylinders due to a hole. The patient did not experience any complications.